Event description:
Medtronic received information that 40 minutes into the procedure, the arterial boot disconnected for a few seconds (reported to be less than 10 seconds) at the outlet of the roller pump. The situation was controlled, however, the patient experienced blood loss which required transfusion with 2 units of blood. The patient fully recovered from the procedure with no adverse effects.

Manufacturer narrative:
Eval: actual device involved in incident was evaluated. Results code: device history review found the product met specifications when released for distribution. Conclusion code: device was out of specification. Analysis - visual inspection of the returned 3/8" x 1/2" straight connector shows blood between the barbs and parting line of the 3/8" connector and tubing, where 2 tie wraps were installed. Specification states that connections should be solvent bonded. No bonding residue was noted on the tubing or connectors. Leak testing confirmed a leak on both sides of the connector when fluid was run at 3l/min with 8 psi back pressure. Specification states the connector should hold 23 psi for 10 minutes. Measurement of the connector and tubing were all within specification. Conclusion: device failure occurred and contributed to this event. There are no trends related to this failure mode. The patient fully recovered from the procedure with no adverse effects.